Event description:
After using 3ml saline flush syringe, patient exhibited rigors, shortness of breath, intubated and sent back to ICU. Patient's blood was cultured and tested positive for klebsiella pneumonia.